Manufacturer narrative:
It was reported that a patient underwent implantation of an amplatzer septal occluder within the left atrial appendage and subsequently experienced device embolization. The embolized device was removed; however, the patient expired. Please note that per the instructions for use, "the amplatzer¿ septal occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the occlusion of atrial septal defects (asd) in secundum position or patients who have undergone a fenestrated fontan procedure and who now require closure of the fenestration." Information from field indicated that the patient's condition prior to implant was severely diseased with multiple cardiovascular conditions. Based on the available information, the cause of the reported incident could not be conclusively determined. The device lot number was not provided, and therefore the device history record could not be reviewed.

Manufacturer narrative:
B2 - date of death is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an unknown sized amplatzer septal occluder was selected for implant using an unknown sized unknown manufacturer delivery system. The patient's condition prior to implant was "severely diseased with multiple cardiovascular conditions." The occluder was intended to be implanted into the left atrial appendage. It was reported that the device dislodged; subsequently, the device was removed from the patient. On an unknown date, the patient passed away.